Manufacturer narrative:
Patient info: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: no abnormalities were observed in the nozzle tip or rod shape. The amount of viscoelastic material injected was inferred to be sufficient based on the mark of viscoelastic material filled. We confirmed that the top flange was dropped all the way in. Device history record (DHR) review: the serial was certified by coc issued by manufacturer without any irregularities. Also, there was no irregularity found at sj's visual incoming inspections. Claim#: (B)(4).

Event description:
The reporter indicated that a ks-ain aq310ain of 23.5 diopter after inserting it into the eye, he found that the lens was cracked. According to the doctor, there was no particular resistance when inserting the lens and it was inserted smoothly, but he found the lens was cracked inside the eye, so it was removed from the eye and a new lens was used.